Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per onsite evaluation, the symptom was resolved by clearing all exams from the system and was able to decrease the memory space to 8% used. The rep was then able to build the 3d model and navigate without issues. The software functioned as designed.

Manufacturer narrative:
On 04/29/2016 a medtronic representative performed a navigation system check-out, hardware and software tests failed. Failure: computer boot-up. Site reported their navigation system was having problems loading exams due to system becoming unresponsive and not proceeding. During system check out, loaded exams but were unable to build 3d registration model due to memory space. Cleared all exams from the system and decreased the memory space to 8% used. Built the 3d model and navigated without issues. Afterward, going from one application to another, the navigation system became unresponsive in the booting phase several times forcing a hard re-boot to proceed. Issue resolved. System performed as intended. On 05/04/2016 software engineer stated: the issue is not related to hard drive space, but rather memory (how many other exams, models, etc are loaded/being used). It may help to re-start the software, select the patient, go to plan, and try to build the new model without selecting any other models in the build3dmodel dialog. This will prevent those models from being loaded into memory for editing. On 05/05/2016 a medtronic representative, following-up at the site, reported the computer was replaced. Issue resolved.

Event description:
A medtronic representative reported that, while in a cranial procedure, when attempting to build a 3d model, the navigation system displayed a message that it does not have enough memory to build the model. Noted was that there were 5 patients on the list and 68% of hard-drive was used. In trouble-shooting, when the system was re-booted, the same error was displayed. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction: further analysis of the event and software functionality found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.